Event description:
Reporter indicated that vns patient's device was programmed to off due to suspected lead break identified via x-ray. Neurologist plans to wait six weeks to see if the patient's seizures return in the absence of the vns therapy before deciding whether to schedule the patient for revision surgery. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance. The cause of the lead break is unk.

Event description:
Further follow-up revealed that the patient underwent generator explant surgery. It was reported that the patient's family member requested that the generator not be replaced. The lead was left in place. It was also reported that the patient experienced painful stimulation prior to explant.